Event description:
It was reported that there was a low bi-ventricular (bv) measurement found via the monitor reading and there was concern that the elective replacement indicator (eri) had already tripped based on the bv measurement criteria of 2.59v. The updated device software was loaded and patient followed. It was further reported that the device was removed and replaced by a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) analysis of the device revealed normal battery depletion. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) analysis of the device revealed normal battery depletion. The device is part of the advisory for this model. Evaluation summary: performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri. Eri due to low battery voltage on (B)(6) 2011. Ramware version 8 installed on (B)(6) 2011, so eri trip point was still at 2.59 v at the time of eri.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Evaluation summary: performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri. Eri due to low battery voltage on (B)(4) 2011. Ramware version 8 installed on (B)(4) 2011, so eri trip point was still at 2.59 v at the time of eri.